Event description:
The battery compartment on the pump does not have a seal that will restrict fluids and blood from getting inside that area. The initial cleaning instructions were different than the recent instructions that were received related to removing the battery door and cleaning inside that area. As doors were open all types of fluids including blood were found residing inside. Hospital is questioning if the design of the pump area where fluids can enter is a poor design that can result in potential exposures to staff and patients.manufacturer response for infusion pump, sigma spectrum ec322 (per site reporter).======================the company sent revised cleaning instructions and will come in to re-inservice staff on cleaning procedures.